Event description:
It was reported that following initial vns implant surgery on (B)(6) 2014, the patient was diagnosed with bacterial meningitis and subsequently sent to isolation in the hospital. The neurologist stated that the meningitis was not related to vns; however, the relationship between the meningitis and vns implant surgery is unknown.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.